Event description:
I purchased a breast pump from (B)(4) online and the manufacturer is willow (https://willowpump.com/). I opened what I believed was a sealed kit, but after connecting it to the smartphone app, I find historical user data prior to when I purchased the unit. I contacted willow to see if there was a software bug, and their application development team was unable to determine the issue. I have asked willow several times if the unit has ever been used and for evidence that the serial numbers I purchased were indeed brand new, they have not been able to confirm or show proof. I have asked willow for a refund and they have denied my request. FDA safety report ID # (B)(4).